Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in an inappropriate shock. The device was tested in clinic with noise able to be reproduced with small arm movements. The patient was subsequently hospitalized. The device therapy was then programmed off until further intervention can be determined. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in an inappropriate shock. The device was tested in clinic with noise able to be reproduced with small arm movements. The patient was subsequently hospitalized. The device system was then explanted and replaced. This device was subsequently returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in an inappropriate shock. The device was tested in clinic with noise able to be reproduced with small arm movements. The patient was subsequently hospitalized. The device system was then explanted and replaced. This device system is expected to be returned for analysis. No additional adverse patient effects were reported.